Manufacturer narrative:
Additional information: new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after the surgery was completed, the electrosurgical dissector (non medtronic) was put aside and no operations were performed. The electrosurgical hand tool suddenly caught fire, and the nurse immediately cut off the electricity. The generator was connected to another electrosurgical hand switching pencil without any issues and it was used normally. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after the surgery was completed, the electrosurgical dissector was put aside and no operations were performed. The electrosurgical hand tool suddenly caught fire, and the nurse immediately cut off the electricity. There was no patient involvement.